Event description:
Caller reported that she and the patient's doctor believe the device was not delivery in the insulin correctly. Caller indicated that patient had experienced elevated blood glucose (hi). Caller indicated that per physician's request, patient had switched to injections. Caller indicated that patient would stay on injection therapy for 2 months and switch to competitor's device. Caller is not returning the device.